Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges that the user found a hole on the device. Alleged issue reported as found prior to patient use. No patient injury was reported. No necessary medical intervention was reported.

Event description:
Customer complaint alleges that the user found a hole on the device. Alleged issue reported as found prior to patient use. No patient injury was reported. No necessary medical intervention was reported.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and it was observed that there was a hole in the smooth flo flex tubing. It is possible that the hole occurred due to user mishandling. The tube has to be soft and flexible in order to meet the user requirement. As the tube is soft and flexible, it is prone to cracks and pin holes if it is pulled and/or stretched. The instructions for use (IFU) mentions that this product must be stored in a cool, dry place, protected from light and ozone. In addition, the product must not be used with flammable anesthetics. The instructions also mention to check the system for leaks. At the manufacturing site, a 100% inspection and leak testing is conducted on this product; therefore, a defect of this type would be detected prior to release. The defect was found during use; therefore it is most likely that the defect occurred due to mishandling, although this could not be confirmed.